Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the target lesion was mildly calcified and mildly tortuous. Dissection was noted within the proximal circumflex. A 3.50 x 12 mm promus premier stent was placed and deployed at 12 atmospheres. No dissection was noted post insertion of the 3.50 x 12 mm promus premier stent and the event was considered resolved on the same day.

Event description:
Same case as MDR ID: 2134265-2015-03503. (B)(6) clinical study. It was reported that myocardial infarction and vessel dissection occurred. In (B)(6) 2015, the patient presented due to stable angina and index procedure was performed. The target lesion was a de novo lesion located in the proximal left circumflex (lcx) with 70% stenosis. The target lesion length was 38 mm and the reference vessel diameter was 3.5 mm. The lesion was treated with insertion of a 3.50 x 28 mm promus premier¿ stent. The lesion required insertion of an overlapping second device, a 3.50 x 12 mm promus premier¿ stent. Post insertion of the two devices, there was 0% residual stenosis. Post dilation was performed. However, a grade a dissection occurred post insertion of 3.50 x 28mm promus premier¿ stent. The location of the most severe dissection was within the target lesion. The distal edge appeared to show that the lesion was not completely covered versus a distal edge dissection. The 3.50 x 12 mm promus premier¿ stent overlap with coronary arterial segment stented with the balloon at 18 atmospheres was achieved. Results were assessed as excellent. One day post procedure, the patient experienced a myocardial infarction and the location was not identifiable. A 12-lead electrocardiogram (ECG) was performed and revealed st and t wave abnormality; consider infero-lateral ischemia. Subsequently, the patient was discharged on aspirin and effient (prasugrel). In addition, p2y12 was elevated on plavix (clopidogrel). Due to plavix resistance, antiplatelet medication was changed to effient.

Manufacturer narrative:
Di: (B)(4). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).